Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of oxaliplatin at an unspecified rate for a duration of 2 hours. At the completion of the delivery, the nurse noted that solution was on the pump and on the floor. The nurse reported: "not sure where the leak occurred, I back primed up into bag and some fluid leaked out vent but chamber was full at the time." The solution that leaked was cleaned up according to the facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Through requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.